Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during manual prime process. Blood glucose level was 6.7 mmol/l at the time of the incident. The customer stated the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. No compromised force sensor system alarm. Motor error alarm during basic occlusion test due to cracked end cap. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads cracked reservoir tube lip and missing end cap sticker. Drive support disk was inspected and no anomaly was noted. Unit received with address/serial label missing.